Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported that when the emergency button was depressed, the treadmill speed increased. The device was in use on a patient. There was no report of patient or user harm.